Manufacturer narrative:
(B)(4). Batch #: not applicable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during preventive maintenance that a failure was detected during the electrical safety test at the service center. No patient involvement. No surgical delay.

Manufacturer narrative:
(B)(4). Date sent: 1/8/2021. Investigation summary: per service manual operational and diagnostic analysis confirmed issue. The cable assembly enclosure/heatsink fan to main was replaced as identified in the investigation to address the issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The repair and testing of the unit was completed. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.